Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented in clinic after receiving an alert for the ICD in backup vvi. No reported medical procedures had recently been performed. The root cause for the observed behavior could not be identified. Device download was performed successfully.